Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead caused muscle stimulation. Additional information indicated that the patient first experienced diaphragmatic stimulation after a few hours after implant. Reprogramming was done and symptoms were temporarily alleviated. During follow-up check post-implant, the health care professionals (hcp's) were unable to alleviate muscle stimulation through reprogramming. This lead was explanted. No additional adverse patient effects were reported.